Event description:
It was reported that during a clinic follow up, an unusual morphology was noted on the right ventricular (rv) channel of this pacemaker system. This rv lead was checked and values were as expected. On the second follow up a month later, loss of capture, noisy signals, oversensing and pacing inhibition with no asystole grater than two seconds, were found on the rv lead. The field personnel suspected a header issue due to the unusual morphology on the rv channel. Additionally, the rv lead was found dislodged. Subsequently, the pacemaker and this rv lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing and cuts in insulation along with deformed coils at the suture sleeve tie down area. Based upon the clinical observations and the laboratory findings, we believe that the cuts were likely explant damage. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities regarding the loss of capture, noisy signals, oversensing and pacing inhibition.

Event description:
It was reported that during a clinic follow up, an unusual morphology was noted on the right ventricular (rv) channel of this pacemaker system. This rv lead was checked and values were as expected. On the second follow up a month later, loss of capture, noisy signals, oversensing and pacing inhibition with no asystole grater than two seconds, were found on the rv lead. The field personnel suspected a header issue due to the unusual morphology on the rv channel. Additionally, the rv lead was found dislodged. Subsequently, the pacemaker and this rv lead were explanted. No additional adverse patient effects were reported.